Manufacturer narrative:
The pump was received with normal operating currents, and no unexpected off no power, low battery or failed battery test alarms were noted. The pump was received with a cracked case at the display window corner.

Event description:
It was reported that customer experienced a failed battery test even after battery change. Insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.